Manufacturer narrative:
A dispatched fse could confirm the reported issue of ventilator failure, retrace the event to problems with the ventilator motor and replaced it, consequently. Evaluation of the motor in the manufacturer's lab revealed that there were several positions where the motor did not provide mechanic power due to a mechanically abraded collector disc. The motor speed is being monitored continuously and, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent which enabled the user to bridge the time until a replacement device was available. Dräger finally concludes that the device behaved as specified upon the malfunction of a single wear-and-tear component; no patient consequences have been reported. The repair exchange has fully solved the device problem.

Event description:
Refer to initial MFR. Report #9611500-2017-00213.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case the unit went to a "vent fail" condition. The staff tried to resolve the problem by powering the unit off and back on but the "vent fail" condition was not resolved. The patient was manually bagged and the anesthesia machine was swapped out to finish the case. No report of patient injury.